Manufacturer narrative:
(B)(4). Investigation summary: it was reported performance pull off suture needle. An opened box with twelve unopened samples and a sealed box with twelve unopened samples were returned for analysis. As total twenty-four samples were received. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-79111. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what do you mean by- "three boxes of y496g suture needles coming off." ? (2 boxes) when surgeon was using suture the needle came off. Did the whole needle separate /pull off / detach from the suture? Yes, the whole needle came off. Was it noticed before use on patient? Or during use on patient? While in use. If multiple qty involved then confirm: several from same box and same lot #. How many noticed with issue before use on patient? And how many noticed with issue during use on patient? Surgeon, nurse, surgical tech. Was procedure completed successfully? And how? Yes¿by using more suture. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture came off the needle. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. No additional information is available.